Event description:
The patient came in reporting pain due to a dislocation of the head from the liner 6 years and 1 month after the primary surgery. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06-feb-2023. Lot 164486: (B)(4) items manufactured and released on 21-sep-2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 160554: (B)(4) items manufactured and released on 22-apr-2016. Expiration date: 2021-04-11. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.